Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73c1600425 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
After firing 1 clip, the applier was blocked and it was not possible to fire another clip. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The customer returned one unit of 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the channel of the device was bent and the knob was slightly opened with the tube spring sticking out. The jaws of the device were slightly closed with two clips partially loaded. It was also noticed that the rotation tab by the jaws was bent out of place. The returned device appeared to be used as there is biological material present on the device. No other anomalies or defects were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, the device separated at the connection between the knob and the body. No ratchet sound could be heard indicating that the internal ratchet ears are broken. The sample was disassembled to look at the internal components. Upon disassembly, it was found that 11 clips remained in the channel indicating that 4 clips were fired by the end user. There was damage to multiple components of the sample. The feeder was slightly bent at the proximal end and the other remarks: yoke was also bent. These damages could have contributed to the loading issues. The rotation tab was also damaged as it was bent out of place. No other defects or anomalies were observed. The IFU for this product, 220002400 rev. 03, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "clip stuck in the applier" was confirmed based upon the sample received. One device was returned. The device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. The channel of the returned device was bent. The device was disassembled to examine the internal components. It was found that damage to multiple internal components contributed to the loading issues. The yoke was bent and the feeder was slightly bent at the proximal end. The rotation tab was also bent out of place. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
After firing 1 clip, the applier was blocked and it was not possible to fire another clip. The patient's condition was reported as unknown.